Event description:
Information received indicates the scale is inaccurate when the bed is in the low position.

Manufacturer narrative:
The facilities maintenance found the weigh frame was contacting the brake/steer caster in the low position. The caster was adjusted to repair the bed.